Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2012, due to pain and wear. The tibial bearing and femoral were removed and revised to a total knee.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eleven states, "wear and/or deformation of articulating surfaces." Number fifteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00729 / 00730).